Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found gear train anomalies due to corrosion and/or wear and/or lubrication and stall due to shaft bearing. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 25 mg/ml morphine at 2.811 mg/day via a pump implanted for non-malignant pain and radiculopathy. It was reported that on (B)(6) 2016 the patient heard a two-toned alarm in the evening. On (B)(6) 2016 the patient went to the emergency room with overdose symptoms. The patient was sleepy and out of it. It was believed that the pump was overmedicating him; the patient was getting too much morphine. The patient could "feel it" and the patient was loopy with it. The health care provider, however, noted that the patient was experiencing withdrawal symptoms and not overdose symptoms. The emergency room doctor contacted the patient's managing physician and manufacturer representative. The pump was interrogated and it was discovered that a motor stall had occurred on (B)(6) 2016 at 12:02 pm and did not recover. The patient did not have an MRI or any other diagnostic test that day. The patient was given oral morphine, which reduced the withdrawal symptoms. It was reported the patient's last refill had been 2 week prior; however, a print report showed the pump was last updated (B)(6) 2016. The patient was stable as of 28-june-2016. The cause of the motor stall was unknown. The pump was replaced on (B)(6) 2016, and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.